Manufacturer narrative:
Concomitant products: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2015, product type: pump. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving morphine (20 mg/ml at 10.6 mg/day) via an implanted pump. The morphine lot number and other medications that the patient was taking at time of the event were unable to be obtained. The pump's indication for use (IFU) was noted as spinal pain. It was reported that the patient had a large "panus" and was losing weight so the pump was flipping in the pocket. A kink may have occurred in the catheter due to this as the hcp stated that at the last refill, the volume extracted was higher than what should have been in the pump at the refill appointment. The pump was moved from the front to the back of the patient's body. No patient symptom was reported. The patient's status at the time of the report was noted as alive with no injury. Follow up is being conducted for clarification of the "panus," the details of the volume discrepancy (actual and expected residual volumes), and whether or not a catheter kink was confirmed. Additional information was received from a company representative (rep) clarified the patient had a large pannus. It was also indicated the catheter was "linked" as it was totally twisted and wound up very tightly. The doctor did not provide amounts at refill, but did indicate that he withdrew significantly more than the expected volume.